Event description:
Per the clinic, the patient a skin flap rotation on 2 occasions in 2017 (reason unknown). The device was explanted (reason unknown) on (B)(6) 2021. Further information is being sought from the clinic.

Manufacturer narrative:
This report is submitted on november 12, 2021.